Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the patient contacted animas alleging she was hospitalized for low blood glucose (bg). The patient reported that on the late evening of (B)(6) 2011, she was found unconscious at home by a family member. The patient claimed her bg was 30 mg/dl, was treated with glucagon by ems and then taken to the hospital. The patient reported she was hospitalized at 11pm that evening and discharged on the following day. It is not known what additional treatment, if any, the patient received during the hospitalization. The patient denied illness, activity change, or alcohol consumption before suffering the injury. In addition, the patient reported that her bg was dropping into the 40 mg/dl range for 3-4 days prior to (B)(6) 2011. There was no mention of symptoms. At the time of troubleshooting, the patient claimed she was using a decreased basal rate on (B)(6) 2011. Review of the pump's bolus history revealed that .9 units were given, of which the patient confirmed to be accurate. The patient confirmed the pump's date and time were correct. The patient mentioned that the settings have been changed since hospitalization; however, confirmed the pump settings were correct at the time of the low bg. During review of pump's history, no associated alarms were seen. The patient confirmed tdd added up correctly and bolus history was confirmed.